Event description:
The complaint states that "cgm accuracy" was reported. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On 06/27/2025, it was reported that the pediatric patient experienced inaccurate cgm values. The day of the event the patient collapsed while being in a park and was found by a passerby. No specific readings were reported but the cgm sensor would have been indicating a low reading, but when a blood glucose reading was taken this would have been high. The patient was brought to the hospital where they were treated with intravenous insulin. The patient was discharged after 24 hours. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.